Event description:
Patient reports that a wart treated by compound w freeze off developed into a mushroom shaped growth after one treatment. Customer reports trying to lance the growth with no results. Doctor was consulted weeks after application and prescribed an antibiotic for the infection.